Event description:
During a shoulder arthroscopy procedure, the physician's assistant noticed a reddened area with a balanced middle on the operative shoulder. The area is approx 6x5cm. The surgeon stated the mark is a result of heat from the shaver handpiece.